Event description:
Additional information was received that indicated on 04 jun 2021, the patient's lead was capped and replaced.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in clinic for a follow-up appointment. The patient's right ventricular (rv) lead had noise episodes and high pacing impedance. The patient was in stable condition. Further information requested but not yet received.